Manufacturer narrative:
D10 concomitant product: unk laprocl ins - unknown lapro-clip instrument, lot# unknown if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic cholecystectomy under general anesthesia, when the absorbable ligature clip was opened, it was found that the tip of the clip was chipped. A new absorbable ligature clip was used to resolve the issue. There was no patient injury.